Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found. The external stimulator was later used with no reported issues.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the trial patient felt a shock when stimulation was changed to a different program. The patient did not want to continue the trial and had the leads removed. There have been no reports of further complications regarding this event.